Event description:
Information received from the article: lanzino et al. Efficacy and safety of flow diversion for paraclinoid aneurysms: a matched-pair analysis compared with standard endovascular approaches. Am j neuroradiol 33:2158-61, dec 2012. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review; 21 patients with 22 paraclinoid aneurysms (mean age 58, 19 females) were treated with pipelines. One patient had a periprocedural gastrointestinal bleed. One patient had a periprocedural transient worsening of ophthalmoparesis and a groin hematoma that required surgical repair. One patient had an asymptomatic ica (internal carotid artery) occlusion at six months which resolved with reinstitution of antiplatelet therapy. One patient started having episodes consistent with amaurosis fugax 22 months after treatment which resolved with reinstitution of antiplatelet therapy.

Manufacturer narrative:
The report was created to capture the complications. The information was received from the article: information received from the article: lanzino et al. Efficacy and safety of flow diversion for paraclinoid aneurysms: a matched-pair analysis compared with standard endovascular approaches. Am j neuroradiol 33:2158-61, dec 2012. Http://www.ajnr.org/content/early/2012/07/12/ajnr.a3207.full.pdf. The devices involved in the event will not be returned for evaluation as they were implanted in the patients. The lot history record review was not possible as the lot numbers were not reported. (B)(4)